Event description:
Post market surveillance review: literature article: clinical outcome of spinal reconstruction after total en bloc spondylectomy at 3 or more levels (yoshioka, k.) Publication date jan 2013. N=10: cage subsidence (>2mm). Ten mfg. Medwatch reports are being filed for the ten events involving titanium mesh cage subsidence.

Manufacturer narrative:
The cage was not returned for evaluation. No indication was given regarding whether the cage was explanted or if there is any intent to return the device. Should the cage become available at a later date, the device will receive a full evaluation. A review of the device history record cannot be performed as the product code and lot number are unknown. A 12 month review of the complaint trend analysis for the cage could not be conducted as the product code was not provided. If additional information is provided at a later date, a full trend analysis will be performed. Without the cage, we are unable to confirm the reported issue or identify the root cause. No corrective and preventive action is necessary at this time as the information provided is insufficient to determine if there is a systemic trend. Therefore, this complaint will be closed with no further action required. Should more information and/or the sample be provided, this complaint will be reopened and will receive additional investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Not returned.